Manufacturer narrative:
(B)(4). Pump passed prime, compromised forced sensor system test and excessive no delivery test. No rewind anomaly noted. Unable to perform displacement test, basic occlusion and occlusion test and due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump received with reservoir tube lip completely broken off. Pump passed unexpected restart error test and all operating currents tested within the spec range. Pump was monitored and tested with no failed battery test noted.

Event description:
The customer reported via phone call that the insulin pump rejected new batteries, rewind was louder, reservoir chamber was cracked and chipped and had no delivery alarms. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.